Manufacturer narrative:
The device was returned for analysis. The reported mislocated knot was confirmed as the suture remained in the suture bearing. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The additional proglide device is filed under a separate medwatch report number. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with two proglide device via 8fr sheath were attempted in the right femoral vein using the preclose technique prior to a mitral valve procedure. Reportedly, after deployment, the knot of the proglide device was mislocated with both proglide devices. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 24fr and the mitral valve procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two additional proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.